Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20nov2019.

Event description:
It was reported that the ventilator's touchscreen was not responding to touch. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.

Manufacturer narrative:
MFR received date 26 nov2019. Date of report 10 dec 2019. The service engineer (se) inspected the device. The se replaced the touchscreen to address the reported issue and the unit passed all tests. The determination could not be made that the device failed to meet specifications. Although requested it is unknown if the device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.